Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor speed was unstable and the swivel was loose. The motor, sleeve, and swivel were replaced and resolved the reported issue. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend

Event description:
It was reported that during surgery the device made a strange noised. Device was not leaking air and had no damaged on it. However upon inspection it was noted that the motor speed was unstable. No harm or delay were reported to have occurred. No other adverse events were reported as it relates to this event.